Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the distal portion of the lead was returned for analysis. Visual analysis noted three external insulation abrasions consistent with friction to another device or patient anatomy breaching the optim sheath only, located in the middle region of the lead with no damage noted to the silicone insulation in any location. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.